Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 14atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2x40mm coyote balloon catheter different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 14atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2x40mm coyote balloon catheter different device. No patient complications were reported. Device evaluated by manufacturer: returned product consisted of coyote balloon catheter with no other devices. The balloon, shaft and tip were examined. Microscopic examination revealed a pinhole in the balloon material at the distal markerband. The were no irregularities in the balloon material or markerbands that contributed to the damage. The distal tip was damaged.